Event description:
The programmer was returned as a trade-in and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during analysis it was noted that the electrocardiogram connector on the link electronic module (lem) board was loose and therefore the lem board was replaced and calculated. It was further noted that the system fan was noisy and the upper hinge plate as well as the lower case had cosmetic damage, all were replaced. Concomitant medical products: product ID 229047 software analyzer. (B)(4).